Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an urgent low glucose alert while using the ilet with a libre 3 plus sensor, which displayed a bg of 40 mg/dl. A sensor error alert had also occurred earlier in the day, and the sensor was noted to be five days old. The user was self-treated successfully with milk, applesauce, and a snack, and bg rose to 57 mg/dl by the end of the call. The device provided a low bg alert. No medical intervention was required.